Event description:
The complainant reported that the physician performed a therapeutic procedure on a female patient for treatment of a fibroid tumor. The procedure was successful. The doctor reported that 24 hours after the procedure, the patient expired. A patient autopsy was performed and revealed that the patient outcome was as a result of a pulmonary embolism. The doctor reported that he does not believe that the patient outcome was as a result of the product or procedure. There was no defect with the product and the patient did not have any known pre-existing condition of a pulmonary embolism.

Manufacturer narrative:
The device was not returned for evaluation, therefore, a physical evaluation can not be performed; therefore, a failure analysis is not available and at this time we are unable to determine if the device met its specifications. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family with regard to the reported failure mode.